Event description:
Registered nurse (rn) and registered respiratory therapist (rrt) were completing a care on this patient when it was noticed that patient's neobar was significantly peeling and lifting off the face on one side after just being replaced less than 3 hours prior. Neonate nurse practitioner (nnp) and resource rn were notified and came to the bedside. Attempted to rewarm and re-secure to the face. Nnp told this rn to notify her if the neobar started peeling again and it would have to be replaced. This was in hopes of maintaining skin integrity of an extremely low birth weight (elbw) patient.